Event description:
Customer reported an over infusion of etoposide. Etoposide infusion was running at 14.3ml/hr. Bag was hung at 2300 on (B)(6) 2011 and completed on (B)(6) 2011 at 0830. The vtbi was 171 ml. The infusion completed 2 hours and 37 mins early. The customer stated there was no pt harm and that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The device has been received but the evaluation is pending. A follow up report will be sent once the investigation is complete.